Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the device failed current drain during operation due to the main printed circuit board (pcb) being out of electrical specification. It was also noted that there were missing pixel segments on the display. The main pcb and display were replaced.

Event description:
It was reported that following a cardiac procedure, the low battery indicator on the external pulse generator (epg) was blinking. The battery was replaced, but the power was suddenly turned off and the patient was in cardiac arrest for a few seconds. The battery was replaced and the device was pacing. The epg was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.